Event description:
"Caller alleged discrepant results compared with the lab and reference meter. Results as follows:" date: (B)(4) 2014, inratio2: 3.0, lab: 5.3, doctor's poc meter: 3.8. Patient self tester observed an nes error on the same finger prior to poc and inratio tests. Same finger was used for inratio and doctor's poc meter testing: 20 minutes between fingerstick and the lab. Therapeutic range 2-3. Patient self tester was milking finger after finger stick; multiple finger sticks performed on the same finger; sample was not applied immediately after the finger stick and first drop of blood was not used.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incident in the complaint system for this lot did not indicate a manufacturing issue. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available. There is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.